Event description:
It was reported the jaws of the lcs15 did not align properly during an unknown procedure.

Manufacturer narrative:
D5, 6; h4: information not available. Harmonic scalpel laparosonic coagulating shears (lcs): based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was fully functional. There were no anomalies noted with the alignment of the jaws. The reported incident could not be recreated.